Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor stop working occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor stop working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.